Event description:
Rptr states doing back to back (rapid succession) blood glucose testing, using different finger sticks. Results were 80, 152 and 154 mg/dl. Rptr did not have any symptoms. No harm was alleged.